Event description:
The hcp reported increased spasticity; no dose changes or pump volume discrepancies have been noted. The pt has been experiencing constipation recently which correlates somewhat with increase in symptom. Device troubleshooting is being considered to rule out "faulty pump"; confirmed proper connections and catheter tip placement with xrays. A follow-up report will be sent if additional info becomes available to us.